Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around 12 pm on (B)(6) 2018. She reported that she manages her diabetes with insulin (self-adjuster), and made no changes to her normal diabetes management regimen in response to the alleged issue (took her normal dose of humalog insulin). The patient reported around 6pm the same day, she developed symptoms of ¿weakness, dizziness, sweating and shaking¿. The patient reported that she self-treated the symptoms by eating some ice cream and drinking orange juice, and then felt much better. During troubleshooting the csr noted this was the first time the product was being used. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.